Manufacturer narrative:
Citation: lee sh et al. Cavotricuspid isthmus ablation using multimodality imaging in ebstein anomaly with a mechanical tricuspid va lve replacement. Heartrhythm case rep. 2018 may 9;4(8):346-349. Doi: 10.1016/j.hrcr.2018.04.012. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with a history of ebstein anomaly underwent tricuspid valve replacement with implant of a 33 mm medtronic hancock ii bioprosthetic valve (serial number not provided). Four years post implant, the valve was removed and replaced with a 31 mm non-medtronic mechanical valve due to ¿valve dysfunction.¿ no additional adverse patient effects or product performance issues were reported.